Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined, however, it was noted that the esu setting used during the procedure was above the isi recommended range. On (B)(6) 2011, the isi representative was told by the surgical technician that reported the event, that the patient recovered well and there was no adverse outcome. Additional information has been requested multiple times, however, as of the date of this report, the site has not provided any further information. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s surgical procedure, arcing was observed coming from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument, to the patient's vessel. The surgeon repaired the vessel with a few stitches and the planned procedure was completed. No adverse outcome was reported.